Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of ke45 missing at the forceps cover is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The ultrasound gastrovideoscope was returned to the service center for a separate issue which did not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, the ke45 cement at the distal forceps cover was missing. There was no patient involvement.